Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: late seroma, and concern with the product.

Event description:
Patient reported that "over the past year, I¿ve had two incidents of a late seroma in my left breast. Pathology of the seroma fluid just came back as 'atypical¿ and concern with the product. The device remains implanted.